Manufacturer narrative:
The insulin pump was received with blank display due to broken off battery tube threads causing improper contact during battery insertion. Unable to perform displacement, rewind, seating and basic occlusion due to blank display. The pump was received with cracked retainer, cracked keypad overlay at select button, cracked case at battery tube side, minor scratched lcd window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracked case and scratches on the screen. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.